Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11126. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 4.00 x 28mm synergy drug-eluting was advanced to treat the lesion with the extra guide support of a 145, 5-in-6 guidezilla¿ guide extension catheter. However, it got stuck in the guide extension catheter and was pulled out due to resistance encountered through the artery. The stent was mangled and damaged. Another 4.00 x 24mm synergy ii drug-eluting stent was advanced but it also stuck in the guidezilla guide extension catheter and the stent was also damaged. The procedure was completed using a new guidezilla guide extension catheter and a 3.5x28mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ii, us, mr, 4.0x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage from midsection to distal end of the stent with stent struts pulled distally and stretched over the distal markerband. The undamaged stent outer diameter (od) was measured and is within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 475mm from the distal end of the strain relief, there were also severe hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip edge. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11126. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 4.00 x 28mm synergy drug-eluting was advanced to treat the lesion with the extra guide support of a 145, 5-in-6 guidezilla¿ guide extension catheter. However, it got stuck in the guide extension catheter and was pulled out due to resistance encountered through the artery. The stent was mangled and damaged. Another 4.00 x 24mm synergy ii drug-eluting stent was advanced but it also stuck in the guidezilla guide extension catheter and the stent was also damaged. The procedure was completed using a new guidezilla guide extension catheter and a 3.5x28mm synergy stent. No patient complications were reported and the patient's status was fine.